Event description:
Vns patient began to experience atrial fibrillation that went into v-tach and was hospitalized for three weeks and almost died. Cardiologist reportedly performed a ep study and diagnosed the patient with superventricular tachycardia related to electroirritability. The ep study was not able to isolate the area of irritability. Cordiologist reportedly believes that the problem could be related to the vns. Device diagnostic testing was within normal limits, indicating proper device function. Treating physician reportedly wanted to program the vns to off, but the patient refused they have experienced significant seizure control with the vns therapy.